Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch verio2 meter was reading inaccurately high compared to another device (emergency medical services device, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during a follow-up with the reporter. The reporter stated that the alleged inaccuracy issue began at almost midnight on (B)(6) 2020. The reporter stated that the patient obtained a blood glucose reading of "80 mg/dl" with the subject device. The reporter advised that the patient manages their diabetes with insulin (humalog, 25 units 3 times a day and lantus, 10-15 mg) and that in response to the alleged inaccuracy issue, the patient continued to take his medication as normal, making no changes to his usual diabetes management regimen. The reporter stated that at around 12 a.m., on (B)(6) 2020, the patient became "very sleepy, slurred his words, felt an extreme weakness" and said things that "[did] not make sense". The reporter advised that she called emergency medical services (ems) and immediately gave the patient apple juice and two crackers with peanut butter. The reporter advised that paramedics attended 8 minutes later, tested the patient's blood glucose using their device and reportedly obtained a reading of "43 mg/dl". There was no report of further treatment having been provided by the paramedics. The blood glucose readings taken on both the subject meter and device were obtained within 30 minutes of each other. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to test the subject device at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse even and required treatment from a third party for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose reading on the subject device.